Event description:
The customer reported that during use of this tunnel dilator in an acl procedure on (B)(6) 2013, the distal end of the device broke off and was lodged in the bone tunnel. It was reported that after drilling an 8mm hole in the femur, the 8.5mm tunnel dilator was used. When hitting/malleting it out of the femur, the shaft of the dilator broke and the distal end remained in the bone tunnel. Subsequently, an arthrotomy was performed to safely remove the distal end of the tunnel dilator. The procedure was completed with no further complications and no surgical delay reported. Follow-up with the surgeon (which was received on (B)(6) 2013) regarding post-operative patient outcome, found that: "as a result of an arthrotomy to the knee to get the dilator head away from the bone tunnel and joint; the patient has extra tissue damage, slower healing, and a larger scar on the knee". As of (B)(6), the patient has ¿normal movement, 0-140 degrees of leg extension, normal stability, and a negative pivot shift¿. There was no report of the patient necessitating any rehabilitation which is above and beyond what is standard and customary for the intended procedure.

Manufacturer narrative:
Conmed linvatec received the broken tunnel dilator for evaluation on (B)(4) 2013 and confirmed the reported problem of the distal end breakage. A visual inspection of the returned instrument found the dilator had detached from the shaft near the weld. The portion with the diameter etching was crushed and the end that locks into the handle had scrapes and gouges. Further examination and testing of the device by the supplier quality engineer found the breakage occurred above the welded area, which clearly indicated the failure was not in the weld seam. Hardness testing confirmed the proper rockwell hardness reading for the h900 process, as specified. No evidence of weld failure, material failure, or manufacturing defect could be identified. There is a visual indication that the dilator tip has been subjected to a side load while in rotational operation. The metal has been deformed on one side of the instrument. This deformation has the potential to distort the shape of the dilator tip, causing the dilator to bind within a surgical site and jam the dilator, which could have contributed to the reported breakage. A conmed linvatec lot number was not provided by the customer. However, according to the supplier lot number, this instrument is approximately 13 years old. This is a reusable device that is cleaned and sterilized in between uses. A two-year review of complaint history shows no other complaints for this device. Risk analysis shows the safety risk is acceptable. The product's IFU (w55-000-075ab) warns the user: inspect instrument prior to use to ensure it is in good physical condition. There should be no loose, broken or misaligned parts. Exercise care in the use of this device to minimize side or bending loads. Do not use excessive force on this instrument to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. Additionally, aorn/good clinical practice guidelines would include examination of instruments prior to use, in order to ensure devices are in good condition, and functioning properly.